Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a broken force sensor was detected during seating or regular delivery. Customer stated that pump was not exposed to a high magnetic field. Customer also reporting that the retainer ring was fell off. The customer stated that the reservoir does lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Unit received with critical pump error and pump error 35 due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Unit received with cracked case, cracked case-corner of belt clip rails and cracked battery tube threads. No damage on retainer ring noted.